Manufacturer narrative:
One (1) used/damaged hps prebent polishing bur was returned to conmed for evaluation on 14-apr-2017. Visual inspection of the returned bur found the tip was broken and this confirmed the reported breakage. Further inspection by the engineer, revealed that the weld was intact and was not the point of failure for this device. In this instance, the breakage occurred at the sleeve component just below the weld. Based on the location of the breakage, the evaluation report concluded that the bur tip broke off was due to excessive torsional force applied to the tip during use, which caused the sleeve component to shear and fail. This lot #691205 was manufactured on 20-oct-2015. A review of the device history record for this lot found no noted of discrepancies during the manufacturing process that could have caused or contributed to reported breakage. Of the lot containing (B)(4) units, there have been a total of 4 complaints received from the same user facility for this item and lot number combination including this one. In addition, a 2-year review of product history for this device family shows there have been a total of 11 complaints of "bur breakage" including this one. (B)(4). To date, there have been no serious injuries or death related to the reported breakage or the use of this device. No further action is planned at this time. This failure mode is addressed in the dfmea, and the safety risk has been found to be acceptable. To reduce the risk of breakage and patient injury, the handpiece manual provides the user with the following precautions: - always use the proper bur guard or attachment for the handpiece, as required, for the correct bur length and surgical procedure being performed. - always inspect for bent, dull or damaged burs before each use. Do not attempt to straighten or sharpen. Do not use if damaged. - do not use burs for plunge cutting. Damage or injury may occur. - do not apply excessive loading on the shaver blade or bur. Cutting performance is not increased with force. Excessive force or using shaver blades or burs as a lever can cause damage to the device including permanent deformation, shedding of metal (wear), motor seizure, and overheating. - direct contact of the rotating cutting edge of shaver blades and burs with metallic surfaces and/or other hard surfaces such as arthroscopes, cannulas, or other instruments can cause damage to the devices. If contact does occur, shaver blades can break, seize, or shed metal particles. Shaver blade or bur should be examined for damage and replaced if necessary.

Event description:
The user facility reported that during a hip arthroscopy procedure, the end of the hps-hb12 5.5 mm hps prebent polishing bur broke off. As reported, the bur was not inside the patient when the bur tip broke off and therefore no adverse event on patient behalf. Using another polishing bur, the procedure was otherwise completed as planned with no patient injury or surgical delay. Despite the good faith effort, no additional event information or patient demographic information could be obtained from the user facility. This report is filed on the basic of potential for patient injury with recurrence.